Event description:
A (B)(6) old male, pt's nurse, contacted zoll customer support to report that the battery charger would not power up. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the charger would not power on. The cause for the charger not powering on was a defective power unit connector. The root cause of the defective power unit connector cannot be positively identified. No adverse event resulted from the defective power unit connector. The pt received a replacement battery charger.